Manufacturer narrative:
A ge service representative performed an onsite investigation. A short was removed in the lemo connector. This malfunction may have resulted in a possible accidental radiation occurrence. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the error message collimator iris too large was displayed. This malfunction may have resulted in a possible apo (accidental radiation occurrence). There is no report of injury or death associated with the event described in this complaint.